Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during a laparoscopic gastric bypass, the powered plus echelon (plee45a) with a white echelon reload (ecr45w) only partially fired whilst being used to transect the bowel. The device had been fired a number of times prior to the event. It was reported that only approximately half of the expected staples were deployed, leaving the remainder of the bowel cut, but not stapled. The surgeon had to close the open bowel with a barbed suture. There were no patient consequences reported. No additional information is available at this time.